Event description:
The sliding clear plastic tube guide designed to slide down light wand and lodge into endotracheal tube connector to keep lighted stylette from protruding beyond distal end of endo tube is easily dislodged and comes off the light wand. This tube guide device (approx 1cm x 1cm) came off and entered pt's mouth and could have possibly entered the airway. User noticed it and it was retrieved. A technique of endotracheal intubation, user would think a non-dislodgeable guide to prevent accidental entry into a pt. Airway or eye would be safer. User has used such devices for > 8 years with success but finds this particular design a possible hazard to pts in certain not so unusual situations.